Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by father that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 380 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, weakness and the presence of ketones. The pod was removed and patient was treated with intravenous fluids, potassium and insulin. The patient remained in the hospital at the time of reporting.